Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an adhesive event where two infusion sets fell off on (B)(6) 2024 during physical activity. Patient replaced infusion set and resumed insulin successfully. No further information was available.